Event description:
Tech alleged that the brakes were not holding. No one was hurt or injured.

Manufacturer narrative:
Tech found the brake casters were worn out due to normal wear and tear. Tech replaced the brake casters to resolve the issue.